Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed heater. The device was evaluated upon receipt. Device received error 80. Replaced heater. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 51(water temperature 2 is out of range at 28 °c) and an error 80 (water check time out - unable to reach calibration temperature). Discussed that this could be indicative of a tank harness failing and a failed heater. Suggested returning the device for a tank harness replacement and 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 51(water temperature 2 is out of range at 28 °c) and an error 80 (water check time out - unable to reach calibration temperature). Discussed that this could be indicative of a tank harness failing and a failed heater. Suggested returning the device for a tank harness replacement and 2000-hour service.